Event description:
When using viscoat solution, bubbles form and light reflects off the bubbles. It did not prevent them doing surgery.

Event description:
When using viscoat solution, bubbles form and light reflects off the bubbles. It did not prevent them doing surgery.